Manufacturer narrative:
(B)(4). This lot was manufactured from december 12, 2014 to december 17, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified white particles floating in the reservoir. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a small volume intermate device. This observation was made after compounding the device with an unspecified amount of colistimethate. There was no patient involvement. No additional information is available.